Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The distributor reported that during polypectomy's their lariat snare "twisted" and "did not cut" resulting in an injury. It is unknown what type of injury occurred or if medical treatment was sought or administered.

Manufacturer narrative:
The type of report (g6) "15-day" was inadvertently selected in error on the initial report. A correction report is being filed to properly indicate a "30-day" type of report.